Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed sleep current measurement, active current measurement and self-test. Constant pump error alarms during rewind due to moisture damage on motor assembly. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that insulin pump alarmed for pump error. Customer states that insulin pump was not able to complete rewind. Customer¿s blood glucose was 82mg/dl ay time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.